Event description:
It was reported that the patient's inflatable penile prosthesis was not inflating. The system had fluid loss. The system was replaced with a pump and 21cmx12cmm cylinders were implanted. The patient had no further complications. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Fluid loss was reported. The ams700 device was visually inspected and functionally tested. No leak was found. The cylinders and pump performed within specifications. Review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. The ship history review was not able to be completed as the required documentation was not available; unable to determine necessary component implant details and therefore, unable to determine an approximate ship date of component. No risk review required per cis product investigation wi, 92186855. A labeling review was performed and according to the 92162915, IFU, ams 700 us, there is no evidence that the device was used or handled improperly. The product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient inflatable penile prosthesis (ipp) was not inflating due to fluid loss. The preconnected ipp pump was removed and replaced with a new one. No further complications were reported in relation to this event.